Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that on an (B)(6) 2019, the patient underwent a revision of a femoral neck system (fns) due to a subtrochanteric fracture just below the screw of the femoral neck system (fns) plate. The patient was fixed with femoral neck system or femoral neck fracture approximately 13 weeks ago. The femoral neck with sealed when the implant was removed. There was no broken hardware just the subtrochanteric fracture below the plate. The hardware was removed without a bent and the subtrochanteric fracture was fixed with long a proximal femoral nailing system (tfna) 11x63mm 125-degree right side and 80mm helical blade and distal locking screw. Procedure outcome and patient status were unknown. This report is for one (1) bolt for femoral neck system 75mm length - sterile. This is report 2 of 4 for (B)(4).